Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. This event was assessed and is being reported as part of a retrospective review of log file data. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced two audible alarms on the controller after disconnecting and reconnecting one of the power sources. The controller remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The controller was not returned for evaluation. The log files of the controller in use during the reported event revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Log file analysis did not reveal any alarms on the reported event date, however several momentary disconnections between the controller and the batteries were found. Momentary disconnections will result in an audible tone or "beep". The most likely root cause of the reported "audible alarms" can be attributed to momentary disconnections between the controller and batteries. If information is provided in the future, a supplemental report will be issued.